Event description:
Pt had posterior chamber iol put in 24 hrs prior. Surgeon noted migration inferiorly through capsular hole and referred pt to md for correction. Iol removed and anterior chamber lens placed.